Manufacturer narrative:
Additional information: additional information related to this event was previously submitted in regulatory report#: 9612164-2019-02130: on attempting to remove the device, it was reported to have broken leading to an injury to the femoral artery. Surgery was needed to retrieve the catheter tip and to repair the artery. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act.

Manufacturer narrative:
Additional information: the physician reported the patient had some complications due to diabetes and had to remain in the hospital for several days post procedure in attempt to manage blood sugars while on an insulin drip. There were no further complications reported. The patient has been discharged home. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Device evaluation visual inspection: the hawkone and ancillary devices were removed from the returned packaging and were inspected. Sheath: the returned sheath revealed that the guidewire and hawkone device remained inserted into the sheath. Examination of the sheath hub showed a blood-like substance throughout and verification of the reported sheath size, 6fr. Microscopic inspection of the sheath distal tip revealed bending and tear with the sheath material pulled proximally, consistent with the reported event. Guidewire: the outer diameter of the guidewire was verified by using a snap gauge from the lab; the guidewire outer diameter measured 0.010¿. Two kink/bends were located approximately 75cm and 168cm proximal to the distal tip. Two additional bends were located approximately 1.5cm and 5.0cm proximal the guidewire distal tip. Examination of the bend located 5.0cm proximal to distal tip revealed the guidewire coating had worn away, likely from encountered friction. Hawkone: the hawkone device revealed the device was connected to the cutter driver. It was observed the distal assembly was fractured apart. The distal housing, including coiled segment and rotating distal tip, was not returned for evaluation. A radial fracture was observed between the anchor pockets and proximal end of the coiled segment of the housing. The distal edge of the cutter window housing showed signs of damaged and jagged edges. The cutter window was bent and slanted. The cutter was advanced approximately 2.8cm distal from the cutter window. Suspected pet was observed wrapped around the proximal end of the cutter head. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
The physician intended to use a hawkone to treat a 20mm moderately calcified lesion with 80% stenosis in the mid right common iliac artery. Little tortuosity was reported and the artery was 8mm in diamter. A non medtronic 6fr 40 sheath and a non medtronic 300cm 0.014 guidewire was used in the procedure. The IFU was followed and the guidewire was hydrated during prep. It was reported that guidewire advancement/ lock-up/ prolapse/ lumen torn/ ripped occurred. Severe resistance was encountered during attempted withdrawal of the device from the patient. The guidewire locked up on the catheter and could be seen protruding out of the cutter window. The tip of the device was damaged and the guidewire lumen was torn from the distal tip. No further attempts were made to power on the hawk and the guidewire and hawkone were removed in tandem. During removal the patient sustained a perforation of the right common femoral artery which required immediate stabilisation which included manual compression, reversal of heparin, prolonged balloon inflation, delivery of blood products and surgical intervention.